Event description:
It was reported the patient was receiving less than 50% therapy relief and had stimulation in the wrong location. Reprogramming was performed. The lead was found not to be midline, was removed and replaced. An additional trial was performed to determine if pain could be captured. It was noted patient was alive with no injury at time of this report.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. (B)(4).